Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and the numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 148 mg/dl. The customer stated that when she tried to bolus, the numbers started to scroll. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.